Event description:
The event is reported via a maude report (B)(4). The event is reported as: during an intra-operative procedure for radical retropubic prostatectomy, a right angel clip applier was being used and malfunctioned. Upon inspection of the instrument, it was noted that the metal screw approx 3mm missing. The physician was informed and an x-ray was obtained of the abdomen prior to closure of the abdominal wound. The abdominal x-ray was "negative" for the metal piece.

Manufacturer narrative:
(B)(4). At the time of this report, the results of the investigation are not available.